Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on a cobas 6000 c (501) module - c501. Of the mentioned tests, erroneous results were reported outside of the laboratory for potassium and chloride. The sample initially resulted as 83.5 mmol/l for chloride and 4.66 mmol/l for potassium. The initial values were reported outside of the laboratory. The sample was repeated, resulting as 109 mmol/l for chloride and 3.93 mmol/l. Corrected reports were issued for the sample. The patient was not adversely affected. The potassium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that there was salt buildup on the ise block and that a spring needed to be lubricated. He cleaned the ise and lubricated the spring. He ran ise checks and, these passed. The customer ran controls, and these passed. The observed issue can be related to air in the sample channel, leakage of current coming from the waste, or an old and/or expired reference electrode. Salt buildup on the ise block can be a potential root cause of the issue.